Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the battery gauge was observed to be fluctuating. Additionally, the battery was not charging. Customer's blood glucose was 100 mg/dl. Reportedly, customer was able to charge the pump successfully.